Event description:
It was reported that patient presented to the ER after receiving inappropriate shocks for atrial fibrillation with rapid ventricular response. Programming changes will be made. Patient will continue to be monitored.